Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31577253) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of an endovascular embolization procedure, the device package of the 3mm x 6cm orbit galaxy mini complex fill coil (640cf0306 / 31577253) was inspected and confirmed to be in good condition. During the procedure, when the coil was being used to fill the target aneurysm, it was found that the coil was unable to be ¿rotated randomly, and the shape of the coil was not ideal.¿ the physician retracted only the coil and replaced it with another coil from another manufacturer to complete the procedure with the same original microcatheter (unspecified brand). There was no report of any negative impact on the patient. On 02-nov-2025, additional information was received. Per the information, the target vessel / location o the aneurysm being treated was the c6 segment of the internal carotid artery (ica). Photos of the coil after it was removed from the patient are not available. No damage was observed on the coil when it was removed. The concomitant microcatheter was an echelon¿ 14 microcatheter (medtronic). The information confirmed there was no negative impact on the patient and no delay in the procedure due to the reported issue.